Event description:
It was reported that while in the cath lab the insertion was an emergent situation. According to the rn, the iab did not "0" (zero) prior to insertion because there wasn't enough time. The intra-aortic balloon (iab) was being inserted via a sheath in the patient's right femoral artery. Immediately they heard the pump (s/n (B)(4)) pumping, but no augmentation and there was an alarm "iab not zeroed/large helium leak and two purge failures." They removed the iab-05840-lws and replaced it with an iab-05830-lws in the same insertion site using the same pump. The iab would not open. They changed consoles and the iab worked fine. There was no reported patient death, injury or complications. There was a 5 minute delay/interruption in intra-aortic balloon pump (iabp) therapy, however no harm to the patient. The patient is in the intensive care unit at the hospital. According to the rn they thought it was the pump. The strips indicated the volume was at 2.5cc, they brought the pump down to biomed to have it checked. Biomed ran a test and found nothing wrong with the pump.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.